Manufacturer narrative:
Concomitant medical products: 71338671/14am16651 ((B)(6) 2014); 71335762/09bm08618 ((B)(6) 2014); 71343612/13mm12811 ((B)(6) 2014). (B)(4) customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that a revision hip surgery was performed due to infection. The implants were replaced during the revision.

Manufacturer narrative:
The associated complaint devices were not returned. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this issue. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.